Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in the following components: the air/water cylinder, air/water tube, and jet tube. Additionally, the nozzle was clogged, and particle residue was found in the flushing channel. There were no reports of patient involvement.

Manufacturer narrative:
New information added on fields: h3 and h6. This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. The customer stated that they cannot remove the residues at the scope correctly by normal reprocessing. Therefore, it was unknown if there were any deviations from the instruction manual in the reprocessing steps at the material residue point. However, a definitive root cause cannot be determined. The event can be detected/prevented by following the instructions for use (IFU): IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.